Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Child patient prompt with adult pak-pak.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2010. The device records manual failed seft tests between the 28th november 2010 and the 24th may 2017 and the device records manual power ups of ten minutes in duration on (B)(6) 2017. The device records that it had powered up in child patient mode, additionally the device recorded, on many occasions low temperatures. Investigation found the fault can be attributed to the reed switch. The reed switch was tested as part of final test on (B)(6) 2008. The first indication of a child patient prompt was given on (B)(6) 2017. Therefore it can be concluded the reed switch failed after dispatch from heartsine. Furthermore, the investigation found the device had a failing membrane. However the device was till capable of delivering therapy, however, the shock energy may have been reduced for higher impedance patients due to powering up in peadiatric mode. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.